Event description:
The clinic reported that a laser vision correction patient presented with dry eye in both eyes at 4 weeks post treatment on (B)(6) 2014. Treatment date (B)(6) 2014. The topical steroid dosage was increased as she started restasis at (B)(6) 2014 visit. At (B)(6) 2015 visit gel added, and (B)(6) 2015 visit durezol slow taper added to combat dryness/inflammation. Patient improved significantly at (B)(6) 2015 visit. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of vision fluctuations with dryness and artificial tears alone not fully resolving symptoms. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2014: right eye pre-op 20/20 -1.25 x -4.00 x 5, left eye pre-op 20/20 -.25 x -3.50 x 175. Bcva from (B)(6) /2014: right eye post-op 20/20 -.25 x -.50 x 30, left eye post-op 20/20 -.25 x -.50 x 127.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Placeholder.